Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: etlw1613c124e, serial/lot #: (B)(6), ubd: 17-jun-2023, UDI#: (B)(4); product ID: etlw1620c124e, serial/lot #: (B)(6), ubd: 06-may-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
An endurant ii stent graft system was implanted during the endovascular treatment of a 55mm aaa. The proximal aortic neck diameter was noted as 23mm, 30mm in length with a neck angulation of 43 degrees. Minimal vessel tortuosity and mild vessel calcification was noted. It was reported approximately 18 months post the index procedure, the patient presented emergently to the emergency room with abdominal pain. The patient had slight inflammation of white blood cells, gram negative rodes and bacterium present. The endurant ii stent grafts were explanted on (B)(6) 2023. It was noted that there was no puss present in the sac and very little inflammation. The patient was reported to be doing well post explant. Per the physician the decision to explant the grafts was taken after considering input from infection control, raised infection markers, recent past uti and presentation of abdominal pain. No additional clinical sequalae were provided and the patient is fine.